Event description:
Synovitis, right knee effusion [joint effusion], popliteal cyst [synovial cyst]. Case description: spontaneous case report was received on (B)(6) 2013, from a physician database extraction regarding a female pt (age not provided), initial unk, with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous medical device implantation with synvisc (first course). It was reported that the age of the pt at the time of first injection of first course was (B)(6). On an unspecified date, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided (second course), in right knee. The lot number of synvisc was not provided. On (B)(6) 2001, the pt received third synvisc injection. On (B)(6) 2001, the pt developed synovitis in the right knee and popliteal cyst in the right knee. On unspecified dates in 2001, 15cc and 05cc of clear yellow fluid were aspirated from the right knee. Later, the pt was treated with celestone (betamethasone) at a dose of 10cc and xylocaine (lidocaine) at a dose of 1cc. The outcome for the events of synovitis in the right knee, right knee effusion and popliteal cyst in the right knee was not provided. Concomitant medications were not provided. The intensity for the event of right knee effusion was moderate and for the events of synovitis in the right knee and popliteal cyst in the right knee was not provided. The reporting physician assessed the relationship between synvisc with the event of synovitis in the right knee was definitely related and with the event of popliteal cyst in the right knee as unrelated. The relationship between synvisc and the event of right knee effusion was not provided by the reporting physician, follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.